Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The system was tested thoroughly allowing the x ray tube to reach normal operating temperature. The system operated as intended and was placed back into service.

Event description:
It was reported that the system 7700 made a popping sound during x-ray and the left monitor went blank. Doctor released hand control and reattempted after several seconds and x ray with images were okay. There was no adverse patient involvement reported. There was no patient information reported.